Event description:
The customer at the user facility reported that the device overheated during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not available/returned for evaluation.

Event description:
The customer at the user facility reported that the device overheated during testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.